Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and the programmer failed common mode/wrist electrode, software controlled gain functional tests due to loose electrocardiogram (ECG) and radiofrequency (rf) connectors on the link electronic module (lem). Analysis also found that the programmer failed audio loopback due to a damaged microphone. It was also found that the disk drive was damaged. (B)(4)

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.